Event description:
It was reported that the programmer generated an error message at start-up. The programmer was replaced with another programmer. It was further noted that the radio frequency programmer head was not working. The programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer generated an error message at start-up. The programmer was replaced with another programmer. It was further noted that the radio frequency programmer head was not working. The programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the programmer was returned and analysis confirmed the customer comment that it booted to an error. Analysis also noted that all printer light-emitting diodes (led's) were lit, indicating a link electronics module (lem) problem, and the lem was replaced and calibrated. Analysis also noted a noisy system fan which was replaced. The programmer then passed all console and systems tests. Continuation of product ID 2067 radio frequency programmer head; (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 2067 radio frequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.